Event description:
Event verbatim [preferred term] burn on hip and abdomen/used another one on her hip and got extremely bad burns/burns and blisters/extremely inflamed/itching and scabbing over [burns second degree]. Case narrative: this is a spontaneous report from a contactable consumer (patient). A (B)(6)-years-old female patient (no pregnant) started to receive thermacare heatwrap (thermacare heatwraps multi-purpose muscle pain), from (B)(6) 2018 at 1 heat wrap applied for pulled muscle abdominal and muscle pain. Medical history included brain aneurysm from 2010 and ongoing, she had a history of 2 brain aneurysms, the first aneurysm had been fixed but the second one will be fixed in october of this year. The patient concomitant medications were not reported. The patient previously used thermacare heatwraps for unknown indication with no adverse effect. The patient previously used thermacare heatwrap (thermacare heatwraps multi-purpose muscle pain) from an unknown date to (B)(6) 2018 for menstrual cramps and experienced blisters that ultimately popped in the shower/she tried burn cream but that made it worse/large water blisters/burns and blisters/ developed a 2nd or 3rd degree burn on (B)(6) 2018, she had blister scars from the first event on her abdomen and belly, they had already scabbed over, did not check skin under the product while wearing thermacare and did not read the usage instructions before using the product. On (B)(6) 2018, the patient used another thermacare heatwrap on her hip and got extremely bad burns, this was the second time. She clarified that the burn was about 6 inches long and went all the way across the scar line across her lower abdomen and was extremely inflamed. She was using an after burn ointment. She stated the burn cream, after burn ointment, was not really working too well, however, the burns had reached the itch stage and the ointment kept it from itching at this point. She had made a doctor appointment for tomorrow, (B)(6) 2018. She stated that once her blisters pop, they were scabbing over and she cannot wear her normal duty pants right now. Burn on hip and abdomen was worsened. She also stated that she developed burns and blisters again on (B)(6) 2018. She stated that this new burn was from an 8 hour multipurpose heat wrap. She only wore it 3 hours. It came as 1 per box. The multipurpose wrap didn't have the velcro wrap. The patient was currently under the care of a physician for brain aneurysm. She classified skin tone as medium (neither light nor dark). She had no sensitive skin. She had no any abnormal skin conditions. She purchased red box. She had been using heating pad for the last 20 years and did not experienced any problem/symptom. The patient did not have information for the product since she had thrown away the box. She did have the heat wrap available for return (it was still in the trash) and pictures from this new burn. Packaging was sealed and intact. There were no investigations. The action taken in response to the events for thermacare heatwrap was permanently withdrawn on (B)(6) 2018. The outcome of the event was not resolved. The patient reported burns/blisters related to thermacare heatwrap. Additional information has been requested and will be provided as it becomes available. Amendment: this follow-up report is being submitted to amend previously reported information: event outcome of narrative updated.

Event description:
Event verbatim [preferred term] burn on hip and abdomen/used another one on her hip and got extremely bad burns/burns and blisters/extremely inflamed/itching and scabbing over [burns second degree]. This is a spontaneous report from a contactable consumer (patient). A (B)(6) years-old female patient (no pregnant) started to receive thermacare heatwrap (thermacare heatwraps multi-purpose muscle pain), from (B)(6) 2018 to (B)(6) 2018 at 1 heat wrap applied for pulled muscle abdominal and muscle pain. Medical history included brain aneurysm from 2010 and ongoing, she had a history of 2 brain aneurysms, the first aneurysm had been fixed but the second one will be fixed in (B)(6) of this year. The patient concomitant medications were not reported. The patient previously used thermacare heatwraps for unknown indication with no adverse effect. The patient previously used thermacare heatwrap (thermacare heatwraps multi-purpose muscle pain) from an unknown date to (B)(6) 2018 for menstrual cramps and experienced blisters that ultimately popped in the shower/she tried burn cream but that made it worse/large water blisters/burns and blisters/ developed a 2nd or 3rd degree burn on (B)(6) 2018, she had blister scars from the first event on her abdomen and belly, they had already scabbed over, did not check skin under the product while wearing thermacare and did not read the usage instructions before using the product. On (B)(6) 2018, the patient used another thermacare heatwrap on her hip and got extremely bad burns, this was the second time. She clarified that the burn was about 6 inches long and went all the way across the scar line across her lower abdomen and was extremely inflamed. She was using an after burn ointment. She stated the burn cream, after burn ointment, was not really working too well, however, the burns had reached the itch stage and the ointment kept it from itching at this point. She had made a doctor appointment for tomorrow, (B)(6) 2018. She stated that once her blisters pop, they were scabbing over and she cannot wear her normal duty pants right now. Burn on hip and abdomen was worsened. She also stated that she developed burns and blisters again on (B)(6) 2018. She stated that this new burn was from an 8 hour multipurpose heat wrap. She only wore it 3 hours. It came as 1 per box. The multipurpose wrap didn't have the velcro wrap. The patient was currently under the care of a physician for brain aneurysm. She classified skin tone as medium (neither light nor dark). She had no sensitive skin. She had no any abnormal skin conditions. She purchased red box. She had been using heating pad for the last 20 years and did not experienced any problem/symptom. The patient did not have information for the product since she had thrown away the box. She did have the heat wrap available for return (it was still in the trash) and pictures from this new burn. Packaging was sealed and intact. There were no investigations. The action taken in response to the events for thermacare heatwrap was permanently withdrawn on (B)(6) 2018. The outcome of the event was not resolved. The patient reported burns/blisters related to thermacare heatwrap. Additional information has been requested and will be provided as it becomes available. Amendment: this follow-up report is being submitted to amend previously reported information: event outcome of narrative updated. Follow-up ((B)(4) 2018): new information received from a contactable physician included: additional reporter added. The physician denied acknowledgement of the reported adverse event with the use of the product.

Event description:
Event verbatim [preferred term] burn on hip and abdomen/used another one on her hip and got extremely bad burns/burns and blisters/extremely inflamed/itching and scabbing over [burns second degree], , narrative: this is a spontaneous report from a contactable consumer (patient). A 41-years-old female patient (no pregnant) started to receive thermacare heatwrap (thermacare heatwraps multi-purpose muscle pain), from (B)(6) 2018 at 1 heat wrap applied for pulled muscle abdominal and muscle pain. Medical history included brain aneurysm from 2010 and ongoing, she had a history of 2 brain aneurysms, the first aneurysm had been fixed but the second one will be fixed in october of this year. The patient concomitant medications were not reported. The patient previously used thermacare heatwraps for unknown indication with no adverse effect. The patient previously used thermacare heatwrap (thermacare heatwraps multi-purpose muscle pain) from (B)(6) (2018) for menstrual cramps and muscle pain and experienced blisters that ultimately popped in the shower/she tried burn cream but that made it worse/large water blisters/burns and blisters/ developed a 2nd or 3rd degree burn on (B)(6) 2018, she had blister scars from the first event on her abdomen and belly, they had already scabbed over, did not check skin under the product while wearing thermacare and did not read the usage instructions before using the product, they were about the size of the little black cartridges on the wraps. On (B)(6) 2018, the patient used another thermacare heatwrap on her hip and got extremely bad burns, this was the second time. She clarified that the burn was about 6 inches long and went all the way across the scar line across her lower abdomen and was extremely inflamed. She was using an after burn ointment. She stated the burn cream, after burn ointment, was not really working too well, however, the burns had reached the itch stage and the ointment kept it from itching at this point. She had made a doctor appointment for tomorrow, (B)(6) 2018. She stated that once her blisters pop, they were scabbing over and she cannot wear her normal duty pants right now. Burn on hip and abdomen was worsened. She also stated that she developed burns and blisters again on (B)(6) 2018. She stated that this new burn was from an 8 hour multipurpose heat wrap. She only wore it 2 hours. She checked her skin after 2 hours. She would leave the product on the recommended amount or less at one time during the course of 24 hours. She did not leave the product on while she was asleep. The skin was not damaged or broken prior to usage of thermacare. The area was not bruised or swelled 48 hours prior to usage of thermacare. Thermacare was not used along with pain rubs, medicated lotions, creams or ointments. It came as 1 per box. The multipurpose wrap didn't have the velcro wrap. The patient was currently under the care of a physician for brain aneurysm. She classified skin tone as medium (neither light nor dark). She had no sensitive skin. She had no any abnormal skin conditions. She purchased red box. She had been using heating pad for the last 20 years and did not experienced any problem/symptom. The patient did not have information for the product since she had thrown away the box (it was still in the trash). She did have the heat wrap available for return and pictures from this new burn. Packaging was sealed and intact. There were no investigations. The action taken in response to the events for thermacare heatwrap was permanently withdrawn on (B)(6) 2018. The outcome of the event was not resolved. The patient reported burns/blisters related to thermacare heatwrap. According to product quality complaint group: site sample was not received. Summary of investigation: this investigation was conducted for an unknown lot number muscle & joint product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed. The lot number is unknown. Amendment: this follow-up report is being submitted to amend previously reported information: event outcome of narrative updated. Follow-up (B)(6)2018: new information received from a contactable physician included: additional reporter added. The physician denied acknowledgement of the reported adverse event with the use of the product. Follow-up (B)(6) 2018: new information received from a contactable consumer included: past drug information and event details. Follow-up (B)(6) 2020): new information received from product quality complaint group includes investigation results; device age was captured as 2 hours, product problem unchecked, muscle pain added as indication of past drug thermacare heatwraps multi-purpose muscle pain.

Manufacturer narrative:
Site sample was not received. Summary of investigation: this investigation was conducted for an unknown lot number muscle & joint product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed. The lot number is unknown.

Event description:
Event verbatim [preferred term] burn on hip and abdomen/used another one on her hip and got extremely bad burns/burns and blisters/extremely inflamed/itching and scabbing over [burns second degree]. Case narrative: this is a spontaneous report from a contactable consumer (patient). A (B)(6)-years-old female patient (no pregnant) started to receive thermacare heatwrap (thermacare heatwraps multi-purpose muscle pain), from (B)(6) 2018 at 1 heat wrap applied for pulled muscle abdominal and muscle pain. Medical history included brain aneurysm from 2010 and ongoing, she had a history of 2 brain aneurysms, the first aneurysm had been fixed but the second one will be fixed in october of this year. The patient concomitant medications were not reported. The patient previously used thermacare heatwraps for unknown indication with no adverse effect. The patient previously used thermacare heatwrap (thermacare heatwraps multi-purpose muscle pain) from (B)(6) 2018 for menstrual cramps and experienced blisters that ultimately popped in the shower/she tried burn cream but that made it worse/large water blisters/burns and blisters/ developed a 2nd or 3rd degree burn on (B)(6) 2018, she had blister scars from the first event on her abdomen and belly, they had already scabbed over, did not check skin under the product while wearing thermacare and did not read the usage instructions before using the product. On (B)(6) 2018, the patient used another thermacare heatwrap on her hip and got extremely bad burns, this was the second time. She clarified that the burn was about 6 inches long and went all the way across the scar line across her lower abdomen and was extremely inflamed. She was using an after burn ointment. She stated the burn cream, after burn ointment, was not really working too well, however, the burns had reached the itch stage and the ointment kept it from itching at this point. She had made a doctor appointment for tomorrow, (B)(6) 2018. She stated that once her blisters pop, they were scabbing over and she cannot wear her normal duty pants right now. Burn on hip and abdomen was worsened. She also stated that she developed burns and blisters again on (B)(6) 2018. She stated that this new burn was from an 8 hour multipurpose heat wrap. She only wore it 2 hours. She checked her skin after 2 hours. She would leave the product on the recommended amount or less at one time during the course of 24 hours. She did not leave the product on while she was asleep. The skin was not damaged or broken prior to usage of thermacare. The area was not bruised or swelled 48 hours prior to usage of thermacare. Thermacare was not used along with pain rubs, medicated lotions, creams or ointments. It came as 1 per box. The multipurpose wrap didn't have the velcro wrap. The patient was currently under the care of a physician for brain aneurysm. She classified skin tone as medium (neither light nor dark). She had no sensitive skin. She had no any abnormal skin conditions. She purchased red box. She had been using heating pad for the last 20 years and did not experienced any problem/symptom. The patient did not have information for the product since she had thrown away the box. She did have the heat wrap available for return (it was still in the trash) and pictures from this new burn. Packaging was sealed and intact. There were no investigations. The action taken in response to the events for thermacare heatwrap was permanently withdrawn on (B)(6) 2018. The outcome of the event was not resolved. The patient reported burns/blisters related to thermacare heatwrap. Additional information has been requested and will be provided as it becomes available. Amendment: this follow-up report is being submitted to amend previously reported information: event outcome of narrative updated. Follow-up ((B)(6) 2018): new information received from a contactable physician included: additional reporter added. The physician denied acknowledgement of the reported adverse event with the use of the product. Follow-up (31oct2018): new information received from a contactable consumer included: past drug information and event details.

Event description:
Burn on hip and abdomen/used another one on her hip and got extremely bad burns/burns and blisters/extremely inflamed/itching and scabbing over [burns second degree] , . Case narrative: this is a spontaneous report from a contactable consumer (patient). A (B)(6) female patient (no pregnant) started to receive thermacare heatwrap (thermacare heatwraps multi-purpose muscle pain), from (B)(6) 2018 at 1 heat wrap applied for pulled muscle abdominal and muscle pain. Medical history included brain aneurysm from 2010 and ongoing, she had a history of 2 brain aneurysms, the first aneurysm had been fixed but the second one will be fixed in (B)(6) of this year. The patient concomitant medications were not reported. The patient previously used thermacare heatwraps for unknown indication with no adverse effect. The patient previously used thermacare heatwrap (thermacare heatwraps multi-purpose muscle pain) from an unknown date to (B)(6) 2018 for menstrual cramps and experienced blisters that ultimately popped in the shower/she tried burn cream but that made it worse/large water blisters/burns and blisters/ developed a 2nd or 3rd degree burn on (B)(6) 2018, she had blister scars from the first event on her abdomen and belly, they had already scabbed over, did not check skin under the product while wearing thermacare and did not read the usage instructions before using the product. On (B)(6) 2018, the patient used another thermacare heatwrap on her hip and got extremely bad burns, this was the second time. She clarified that the burn was about 6 inches long and went all the way across the scar line across her lower abdomen and was extremely inflamed in (B)(6) 2018. She was using an after burn ointment. She stated the burn cream, after burn ointment, was not really working too well, however, the burns had reached the itch stage and the ointment kept it from itching at this point in (B)(6) 2018. She had made a doctor appointment for tomorrow, (B)(6) 2018. She stated that once her blisters pop, they were scabbing over in (B)(6) 2018 and she cannot wear her normal duty pants right now. Burn on hip and abdomen was worsened. She also stated that she developed burns and blisters again on (B)(6) 2018. She stated that this new burn was from an 8 hour multipurpose heat wrap. She only wore it 3 hours. It came as 1 per box. The multipurpose wrap didn't have the velcro wrap. The patient was currently under the care of a physician for brain aneurysm. She classified skin tone as medium (neither light nor dark). She had no sensitive skin. She had no any abnormal skin conditions. She purchased red box. She had been using heating pad for the last 20 years and did not experienced any problem/symptom. The patient did not have information for the product since she had thrown away the box. She did have the heat wrap available for return (it was still in the trash) and pictures from this new burn. Packaging was sealed and intact. There were no investigations. The action taken in response to the events for thermacare heatwrap was permanently withdrawn on (B)(6) 2018. The outcome of the event burn on hip and abdomen/used another one on her hip and got extremely bad burns/developed burns and blisters again was not resolved and the outcome of the other events was unknown. The patient reported burns/blisters related to thermacare heatwrap. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event of "burn blister (inflamed, itching and scabbing)" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event of "burn blister (inflamed, itching and scabbing)" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.